Manufacturer narrative:
Concomitant medical product: 407645 lead implanted: (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had loss of capture. Interrogation found that the ra lead had low amplitude p waves as well as atrial undersensing. Far field oversensing occurred with increasing and high thresholds. It was reported the right ventricular (rv) lead had low amplitude r waves and ventricular thresholds had increased slightly. Follow up with the company representative indicated the rv lead output was increased. The ra and rv lead remain in use. No patient complications have been reported as a result of this event.